Manufacturer narrative:
The ge service rep conducted an onsite investigation. The hard drive was replaced and the software and calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.